Event description:
A customer reported receiving a power source alert, indicating that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to plug the wall adapter into an outlet known to work for at least 30 minutes, and upon follow-up, the pump was found to be fully charged.